Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an in.pact pacific for treatment of the patients superficial femoral artery. IFU was followed and the device was prepped without issue. Embolic protection was not used. It is reported a balloon twist occurred. No resistance was encountered and no excessive force a was used. The device was completed with another balloon. No patient injury reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.

Manufacturer narrative:
Evaluation summary: the device was for evaluation. A visual and a tactile inspection was carried out on the returned device: a twist was found in the middle of the balloon. No further issues were detected. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed since no bubbles emerged in the water column. Afterwards, the balloon was inflated at: - 2 bars: many wrinkles were present, with a visible change in profile in correspondence with the twisted point - 4 bars: the change in profile was still visible. Less wrinkles on the balloon. ¿ 7 bars: the change in profile was still visible. Less wrinkles on the balloon. - 14 bars: wrinkles and the change in profile were no longer visible. After the inflation test, the balloon was successfully deflated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.